Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024, the patient experienced an issue with alert and notification settings. The patient experienced repetitive temporary sensor failure in the middle of the night. Therefore, the low alert did not work. The patient experienced convulsions (seizures) and was in and out of consciousness (loss of consciousness). The patient´s wife took a bg (blood glucose) reading which was 1.5 mmol/l and called 911. The paramedics arrived and the patient was treated with baqsimi (nasal glucagon). The patient was hospitalized. At the time of the report the patient was still in hospital. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be the alert was disabled. No additional patient or event information is available.